Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 5x150mm absolute pro self-expanding stent system (sess) was advanced and the stent was attempted to be deployed over a .035 guide wire; however, resistance was noted with the thumbwheel and the stent only partially deployed. The sess was removed and the procedure was completed with a non-abbott device. A small delay was noted; however, there was no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported mechanical jam and activation failure were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D9 correction: device available for evaluation updated from no to yes.

Event description:
Device return analysis revealed that the ses was received not deployed, and the sheath was separated from the distal end of the shuttle. The account confirmed the ses completely failed to deploy and noted that the separated sheath was noted as the device was removed completely from the anatomy. No additional information was provided.